Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a balloon dilatation procedure. According to the complainant, the patient was being treated for a stricture. During the procedure, the balloon was inflated with 100% contrast to 14-15 atm when it burst. The balloon burst on its first inflation but remained intact. It was reported that there was no damage to the device or the device packaging. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a balloon dilatation procedure. According to the complainant, the patient was being treated for a stricture. During the procedure, the balloon was inflated with 100% contrast to 14-15 atm when it burst. The balloon burst on its first inflation but remained intact. It was reported that there was no damage to the device or the device packaging. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a balloon dilatation procedure. According to the complainant, the patient was being treated for a stricture. During the procedure, the balloon was inflated with 100% contrast to 14-15 atm when it burst. The balloon burst on its first inflation but remained intact. It was reported that there was no damage to the device or the device packaging. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual examination of the returned device revealed a longitudinal tear in the balloon material running distally from the proximal transition zone to the proximal edge of the distal radiopaque (ro) markerband. A visual and tactile examination of the catheter shaft revealed a severe kink at 224 mm proximal to the distal tip. Operational context contributed to this event.

Manufacturer narrative:
(B)(4).